Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This report is for an unknown screws: locking:trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Synthes sales representative. Investigation summary: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
It was reported that the patient underwent hip surgery on (B)(6) 2018 due to non-union. Upon extraction of a trochanteric femoral nail advance (tfna), a tfna nail broke at the interface of the blade during removal and it was revised with an application of a proximal femur plate. There was no surgical delay. Surgery was successfully completed. Patient outcome is unknown. This (B)(4) captured the post-op event while this (B)(4) captured the intra-op event this complaint is for (1) unk - screws: locking. This complaint involves three (3) devices. This report is 2 of 3 for (B)(4).